Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 1.8 mmol/l. The sample was repeated twice, resulting in values of 2.35 mmol/l and 2.38 mmol/l. The second sample initially resulted in a calcium value of 1.79 mmol/l and repeated as 2.42 mmol/l. The calcium reagent lot number was 589595. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer exchanged a cell rinse tube, readjusted probe rinsing, and confirmed the analyzer to be running back within specifications. The investigation determined the service actions resolved the issue.